Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that water tightness was lost due a pinhole and the eyepiece had a crack. The adhesive on the bending section rubber had a chip and the angulation lever did not move smoothly due to damage. The bending angle in the up direction did not meet standard value due to a dent on the bending tube and the tube cleaning brush could not be inserted due to channel tube being crushed. The adhesives around the objective lens and light guide lens were peeled. The control unit was sticky due to water leakage and the bending tube was deformed. The diopter ring had a stain and the control unit had discoloration. The indication on the light guide connector was unclear and the connecting tube had a dent. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: it was presumed that the issue occurred due to stress of repeated use, external factors, or handling of the device. However, a root cause could not be identified. This issue is addressed in the instructions for use (IFU): instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.2 ¿preparation and inspection of the endoscope¿ describes how to inspect for the subject event as below. Inspection of the endoscope: 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that the tracheal intubation fiberscope had a leak. Inspection and testing of the returned device found that the connecting tube coating was peeling and the indication on the connecting tube had a missing area. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.